Manufacturer narrative:
Updated d4- lot number provided.

Event description:
During a pulse field ablation procedure for atrial fibrillation, a faradrive steerable sheath clear was selected for use. After the application of the farawave catheter to the cavotricuspid isthmus (cti), but before initiating pulmonary vein isolation, air was observed being drawn into the sheath. The guide wire had been properly retracted to the tip of the catheter, ensuring that no air should have been introduced during the insertion of the farawave catheter. The sheath side port was connected to a pressure bag set at 300 mmhg, with the drip rate titrated by the physician. Air was first detected in the aspiration syringe after the farawave catheter was removed and before any other device was introduced. Approximately three consecutive 20 ml syringes were used, each pulling air. No air was observed in the patient. The sheath was replaced. The procedure was then successfully completed without any complications. The device is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a pulse field ablation procedure for atrial fibrillation, a faradrive steerable sheath clear was selected for use. After the application of the farawave catheter to the cavotricuspid isthmus (cti), but before initiating pulmonary vein isolation, air was observed being drawn into the sheath. The guide wire had been properly retracted to the tip of the catheter, ensuring that no air should have been introduced during the insertion of the farawave catheter. The sheath side port was connected to a pressure bag set at 300 mmhg, with the drip rate titrated by the physician. Air was first detected in the aspiration syringe after the farawave catheter was removed and before any other device was introduced. Approximately three consecutive 20 ml syringes were used, each pulling air. No air was observed in the patient. The sheath was replaced. The procedure was then successfully completed without any complications. The device is expected to be returned for further analysis.